Manufacturer narrative:
(B)(4). The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is report 1 of 2 for the same event: it was reported that during a pre-surgery testing, it was discovered that two motor devices had cord damage/wires exposed. According to the reporter, the event occurred while the patient was already in the operating room. However, the devices were not being used on the patient at the time. There were no delays to the surgical procedure as spare devices were available for use. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition of the exposed wires could not be confirmed. Therefore, an assignable root cause was not determined. However, the reported condition of the damaged cord was confirmed. It was determined that the device had a small hole in the cord near the handpiece and also the device failed the thermistor and hand control assessment. It was further observed that the flex circuit potting was cracked and worn out, causing the thermistor and hand control failure. It was determined that the hole in the cord was consistent with mishandling of the device by allowing the cord to come into contact with a sharp object which punctured the cord or exerting extreme force on the cord during cleaning or use. It was further determined that the issue with the flex circuit was consistent with normal wear over time. The assignable root causes were determined to be due to user error (cord damage/wires exposed) and worn out motor components (flex circuit potting cracked thermistor and hand control assessment) from normal use and servicing over time. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.